Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4)-the full lead was returned to the manufacturer, analyzed and subsequently tested out of specification. The distal conductor was fractured. The proximal conductor was fractured. The outer insulation had a white substance and cosmetic depression. The lead was stretched. (B)(4)- the full lead in segments was returned to the manufacturer, analyzed and subsequently tested out of specification. The outer insulation had breached depression. All conductors were distorted, stretched and had blood/body fluid (not obstructed). The proximal conductor was cut. All insulators were breached cut. The outer insulation was breached cut, had a white substance and cosmetic depression.

Event description:
The leads were returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.